Event description:
It was reported that patient had a craniotomy for an aneurysm in 1994. The aneurysm clip came off some time between 1994 and 2002. A second surgery was performed in 2002 to remove the separated clip.